Event description:
It was reported that there was a manufacturer representative at the patient surgery but they did not show up to program the device. It was noted that it was ¿totally screwed.¿ the patient reportedly felt stimulation really low at the time of the report to where they could barely feel it to ease a little of the pain. It was further reported that the patient had to go to the hospital on the night prior to the report because of severe leg spasms and they had to get 4 shots. It was also noted that the therapy was not working as expected. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).